Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
Prior to patient use, customer reported that the autopulse platform (sn (B)(4)) did not power on with fully charge (4 green bars) autopulse li-ion battery. No known impact or consequence to patient was reported.